Event description:
It was reported that on (B)(6) 2017, a 21mm trifecta valve was implanted in a patient. On an unknown date on (B)(6) 2022, the patient felt ill. The patient's symptoms were high gradient: mpg is about 40-50mmhg, shortness of breath, chest pain. An echocardiogram was performed to check the heart and found severe aortic valve stenosis. On (B)(6) 2023, a re-do procedure was performed the 21mm trifecta was replaced with a 21mm regent valve. After explant the valve, the physician found out the calcification all over the valve. It was also reported that the patient had a stroke on an unknown date.

Manufacturer narrative:
An event of shortness of breath, chest pain, stroke and explant of the valve due to severe aortic valve stenosis was reported. The investigation found that all three leaflets contained calcifications and had fibrous thickening. There was circumferential fibrous pannus ingrowth on the inflow surface which narrowed the inflow diameter of the valve. The sewing cuff was intact. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. However, the calcifications and pannus noted on the valve could have contributed to the stenosis reported. There is no indication of a product quality issue with regards to manufacture, design, or labeling.na

Event description:
It was reported that on (B)(6) 2017, a 21mm trifecta valve was implanted in a patient. On an unknown date on (B)(6) 2022, the patient felt ill. The patient's symptoms were high gradient: mpg is about 40-50mmhg, shortness of breath, chest pain. An echocardiogram was performed to check the heart and found severe aortic valve stenosis. On (B)(6) 2023, a re-do procedure was performed the 21mm trifecta was replaced with a 21mm regent valve. After explant the valve, the physician found out the calcification all over the valve. It was also reported that the patient had a stroke on an unknown date.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.